Event description:
A pt died due to actinobacter necrotizing fasciits. The patient's medical history is unknown but the pt had a pre-existing infection before undergoing the procedure. The patient's leg, which had already been harvested had shown signs of infection. This progressed to a denuding of the skin spreading from the incision at the knee around the lateral aspect of the leg to the buttocks on that side to the lower back. No other info has been provided to date. The device(s) used in the procedure reportedly functioned to product specification and no dissatisfaction was made as to the device's functionality.